Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation procedure, a steam pop and effusion occurred requiring a pericardiocentesis. During ablation, a steam pop occurred and a decrease of blood pressure was noticed. An ultrasound revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information: d4, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. In addition, high contact forces up to 100g were noted during ablations. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The cause of the reported steam pop and effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Per the IFU, application of rf energy outside of the power and duration recommendations may increase the likelihood of steam pop occurrence.